Event description:
Reporting status: serious injury. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2007, during which three xience v stents were implanted. In 2008, the pt was rehospitalized with angina and experienced a myocardial infarction. No treatment was performed. No add'l event or pt info is available.

Manufacturer narrative:
The two xience v stent systems are being filed under the same MFR number. Results and conclusions summation - product performance engineering reviewed the incident. Angina and myocardial infarction, as listed in the IFU, are known adverse events associated with coronary stenting. There was no device malfunction, and does not appear to be an indication of a stent delivery system quality problem. The angina is likely the result of the myocardial infarction, which resulted in hospitalization. A conclusive root cause for all the reported pt issues and the relationship to the devices, if any, cannot be determined.